Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was able to confirm the customer comment of a generated error when the universal serial bus was plugged in. The link electronic module board was therefore calibrated, the hard drive reconfigured and the software reloaded. Analysis also found that the system fan was noisy and that the tab on the power cord bay door was bent, both were replaced. Concomitant product: product ID 229047 software analyzer. (B)(4).

Event description:
It was reported that when a universal serial bus (usb) was inserted into the programmer in order to save to a portable disk file (pdf) an error code was generated and the programmer would crash. Follow-up determined that the service disk was run but that the situation did not improve and that the programmer had to be changed out. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.